Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter was reading inaccurately high compared to another meter (hospital meter, unknown brand). The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that the alleged issue began (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿153 mg.dl¿ on the subject meter and ¿121 mg/dl¿ with the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with self-adjusted insulin (humalog), diet and exercise and he advised during the call that in response to the alleged elevated reading, he administered 6-7 units of insulin. He reported that approximately 15-20 minutes after obtaining the alleged elevated reading and administering insulin, he developed symptoms of ¿irritable, sweating, increased pulse and hypoglycemic and during the call he advised that he then re-tested his blood glucose with the subject meter and obtained a blood glucose reading of ¿60 mg/dl¿. The patient advised that at around 6 p.m., on (B)(6) 2017, he self-treated with glucose tablets. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used to obtain the results. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.